Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient stated they are getting a new pain pump put in because their current pump has flipped and asked if they would be getting a new handset/communicator or not. The patient stated they do not know when the pump started flipping when the manufacturer's patient services specialist (pss) attempted to inquire about event date. The patient was redirected to their healthcare provider to further address the issue.